Event description:
It was the reported the patient suffered a stroke four days post stenting of the m1 segment of the middle cerebral artery (mca). The stroke resulted in persistent or significant disability/incapacity and was reported to be resolved with residual sequelae of deterioration of the patient's fine motor skills.

Event description:
It was the reported the patient suffered a stroke four days post stenting of the m1 segment of the middle cerebral artery (mca). The stroke resulted in persistent or significant disability/incapacity and was reported to be resolved with residual sequelae of deterioration of the patient's fine motor skills.

Manufacturer narrative:
A review of the device history record (DHR) confirmed the device met all required specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
(B)(6).